Event description:
Procedure using farapulse in combination. During the procedure, the patient's blood pressure was gradually decreasing during right inferior pulmonary vein (ripv) ablation. Therefore, sound star eco catheter was used to check and pericardial effusion was detected. Since the pulmonary vein isolation (pvi) was already completed with farapulse, pericardial drainage was performed immediately. The procedure was then completed as it was. The description of the adverse event was a cardiac tamponade. No extended hospitalization. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Patient code: 1914. Pt code: 2993. Ref: mw5187648.